Event description:
A biomed reported an overinfusion of diltiazem. The details of the event were reported as follows: on (B)(6) 2012, "at 2pm a 100ml/cc bag of diltiazem was hung and started at a rate of 10ml/hr. Sometime near 3pm the bag was found to be almost empty. Patient bp went a little low although patient had no other effects nor was there a need for medical intervention. They did not keep the tubing." It is unknown whether the infusion was hung as a primary or secondary. No additional patient or event details were provided.

Manufacturer narrative:
(B)(4). Device not received, log review only. The customer has requested an event log review. The event logs and data set have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.